Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2017, this patient presented with pseudoaneurysm of the splenic artery due to iatrogenic pancreatic fistula. There was also pancreatic pseudocyst (approximately 4 cm in length). A gore® viabahn® endoprosthesis (jhjr080502j) was implanted for hemostasis. The pancreatic pseudocyst was covered, however, the pseudoaneurysm was not covered by the endoprosthesis. Another gore® viabahn® endoprosthesis (jhjr060202j) was deployed distal to the first endoprosthesis. After that, a type iii endoleak from the overlap of the endoprostheses was observed. A bare metal stent (non-gore device) was additionally implanted to reline the endoprostheses. The procedure was concluded, and the patient tolerated the procedure. On (B)(6) 2017, it was confirmed that the endoprostheses were occluded. The patient was asymptomatic, and the physician elected to monitor the patient. The physician reportedly considered that poor run-off of the splenic artery was the cause of the occlusion.